Event description:
Customer's mother reported via phone, customer has been experiencing high blood glucose of 230 mg/dl and currently it was 583 mg/dl. Unexplained high blood glucose began on (B)(6) 2015 symptoms were headaches. Troubleshooting was performed and the drive support cap was appeared to be normal. Customer's mother declined to look for air bubbles, leaks, and to ensure settings were correct. High pressure test was performed and the device alarmed. Customer's mother was advised the insulin pump was working as designed. Customer's mother is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.